Event description:
It was reported that the patient's blood glucose levels reached around 300 mg/dl while wearing the pod between 4 and 24 hours. Patient reported experiencing an occlusion alarm while delivering a 2.5 unit bolus from the pod.

Manufacturer narrative:
The download data from the returned device showed an 0x14 occlusion alarm was generated during pod operation. During the investigation, the pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. No occlusion alarms were replicated during the rerun. Fluid was able to flow freely through the entire fluid path. No blockages or damages of the hard cannula or other components of the fluid path were observed. The exact cause of the alarm could not be determined. The device was received with the hard cannula visible in the exposed portion of the soft cannula. The linkage assembly was observed to be in the partially deployed position. After opening the device, the needle mechanism moved into the fully deployed position. Score marks were found on underside of the top housing, indicating a misalignment of the linkage assembly. The needle mechanism was reset and deployed as intended with no issues. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.